Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. The patient underwent a revision wherein the spinal cord stimulator (scs) paddle lead was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september.